Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had inflation/deflation issue. The user presented herniation of the pneumotaponer; they broke, and the suction port did not suction. There was no reported patient involvement and outcome.